Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that during routine patient updates, the patient was admitted from home on (B)(6) 2016 with complaints of pain and inflammation at the driveline exit site. Of note, the patient has chronic driveline infection (previously reported). White blood cell (wbc) count was normal on admission. A computed tomography (CT) scan of the abdomen/pelvis performed on (B)(6) 2016 revealed possible cellulitis or abdominal wall inflammation. No abscess was noted. Driveline culture showed multi-drug resistant organism (mdro) serratia. Per infectious disease (ID), antibiotics were changed to empiric ceftazidime/avibactam and vancomycin while in the hospital. No surgical intervention was needed. The patient was discharged home on (B)(6) 2016 on doxycycline 100 mg by mouth (po) twice a day (bid) and intravenous (IV) imipenem 100 ml every 8 hours indefinitely. The patient is currently status 1a with the united network for organ sharing (unos) in the heart transplant process due to driveline infection. The patient is to follow-up in clinic on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Additional information was provided by the clinical specialist on 09/08/2016 indicating that the patient was not on antibiotics at the time of hospital admission. In addition to the pain and inflammation at the driveline exit site, the patient was also admitted with discharge/drainage. Report from a follow-up visit performed on (B)(6) 2016 indicated that the driveline site was looking slightly better. It was recommended that the patient continue the antibiotic regimen. The patient was not admitted at this time. The therapeutic team feels the event is device-related. Hvad pump (B)(4) was not returned for evaluation as it remains implanted in the patient. This complaint is associated with a clinical adverse event. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.